Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026 while sleeping. The patient reported infusion set tubing came apart. The site location was abdomen. The location of detachment was quick release. No further information available.